Manufacturer narrative:
The initial reporter clarified that, under a quick internal investigation, clamp's lock completely worked well. Additional information received on 08jun2016 and includes: the surgery was completed successfully. Additional information received on 13jun2016 and includes: it is unknown whether something remained into the patient. Shaves or little pieces were not sent by the hospital. Since the event occurred during cementing patella implant, nothing remained at that time. On 14 june 2016 the (B)(6) performed a clinical evaluation and commented as follows: according to report, the patella component was "shaved" and its surface modified in order to remove the patella clamp. The root cause cannot be judged from the clinical point of view because it must be either a technical malfunction or a mistake in the operation, so no comment will be made on this matter. In terms of possible clinical consequences for the reshaping of the implant, these cannot be evaluated because no information is available on the final shape of the implant, or on the amount/location of the shaving. On 24 june 2016 the (B)(6) performed a visual inspection of the retrieved instrument and commented as follows: the returned piece was analyzed and tested trying to reproduce the event. After several trials the piece works properly. The event could be caused due to an inadequate education of how to release the clamp mainly after the implant cementation phase. In this case, to unlock the clamp it is necessary to force closing a bit the clamp and at the same time to disengage the locking button. Batch review performed on 28 june 2016. Lot 1415096: (B)(4) items manufactured and released on 24 april 2015. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot.

Event description:
When cementing patient patella and resurfacing patella implant with instruments, clamp's lock did not release. After 20 minutes struggle, the surgeon decided to cut the blue side of cement cup with bone saw. This time resurfacing patella implant was shaved and its shape was changed. No additional surgery was planned.

Manufacturer narrative:
Additional information received from the initial reporter on 04 august 2016 and includes: since the surgeon griped the handle to the limit , he was not able to release the lock. On 30 august 2016 the (B)(4) project manager reviewed the visual inspection (dated 24 june 2016) on the basis of the above reported follow-up, and updated as follows: once the patella clamp is completely closed (this is the case of small patella cementation), and the locking button is correctly engaged, a little space between the two level is always guarantee. In this critical situation, the releasing of the clamp is possible applying an additional closing force and disengaging at the same time the locking level. To solve this situation a new thicker patella impactor is available in order to correctly cement small patella without reach the closing limit of the handle.